Manufacturer narrative:
Additional information regarding this event has been requested from the customer. The device has also been requested for evaluation. The root cause of this event cannot be determined with the available information. If additional information is received, a supplemental MDR will be submitted accordingly. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this pericardial aortic valve was explanted after an implant duration of approximately six (6) days due to unknown reasons. Another edwards pericardial aortic valve, one size larger, was implanted. No other details available at this time.

Manufacturer narrative:
(B)(4). The device was reported to be unavailable. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Based on the information received surgical technique likely contributed to the event.

Event description:
Edwards received information the 21mm valve was explanted due to partial detachment of the prosthesis from the annulus and paravalvular leak. As per surgeon, the reason for explant was due to technical error and probably also due to an incorrect sizing. Patient outcome was reported as good.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.